Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, the bracket on the oxygenator was cracked. There was no pt involvement as this occurred during set-up. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).